Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced bleeding and oozing from their anastomosis site during impella support. It was noted that difficulty had been met when initially inserting the impella which resulted in a tear in the anastomosis and part of the vessel. The patient required several hours of stitching combined with 5 units packed red blood cells, 3 units of fresh frozen plasma, 1 unit cryoprecipitate, 500 colloid, and 5 l crystalloids to treat the condition. The site was dressed following the intervention and support with the implanted pump continued.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. Vascular damage- peripheral vessel- the root cause of the vascular damage was use issue. At the anastomosis site due to initial resistance and push through causing a tear in the anastomosis and part of vessel. Vascular damage has occurred because of the excessive fore. Hence, the root cause is use issue. Access site bleeding- the root cause of the access site bleeding was determined to be use issue. The bleeding has occurred due the initial tear in the anastomosis. Hence, the root cause is determined to be use issue.